Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that his son's insulin pump broke and reservoir lip ring was missing. The product was returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Tested with a test p-cap and the test p-cap does not lock in place properly. Unit was received with missing retainer. Unable to perform displacement test due to missing retainer. Unit was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damage keypad overlay texture next to back button, cracked case on battery tube area, cracked battery tube threads, severely faded serial number label and missing end cap address label.